Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the front enclosure, rear case, top plate, oxygen blending module housing, filter duct & handle replaced due to cracks and exhaust fan replaced due to contamination for dust particles, which was not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : third-party service center.